Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the power tool did not stop when drilling intra-operatively although the trigger had been released. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: these investigation results are in addition to already reported findings reported in the initial medwatch report. The device failure reported by the customer could partly be confirmed. The reported failure could not be simulated because both power modules were not functioning. The service history review shows no previous service conditions relevant to the current complaint issue for 05.001.201, sn (B)(4). The service technician noted the following action taken: exchange, replacement. During the pre-repair diagnostic assessment the service technician identified the following failure: control unit not functioning, defective. The power modules 05.001.202 sn 2714 and 2717 were also checked and opened: sn (B)(4): service led was on, rests of liquid was found in the front side of the hall sensor print. No function and display, akku was deep-discharged, rests of liquid was found in the front side of the hall sensor print. The probable root cause of the event was determined to be handling faulty. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event, unknown. Device is an instrument and is not implanted / explanted. Device was received for evaluation (date unspecified). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Service center (B)(4) reports, the service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. The handpiece 05.001.201 sn (B)(4) has been controlled, both triggers were slightly rough running, but not in a way that the trigger caused a malfunction. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.